Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th feb 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, its anchor broke during insertion. This was detected during a repair of elbow joint ligaments surgery on (B)(6) 2025. The procedure was completed successfully by changing to a new ar-2324pslc. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-2324pslc swivelock® (batch number 15368873) was received for evaluation. Visual inspection revealed that the anchor's tip was fractured and its eyelet was damaged. Functional testing was not performed due to the extent of damage to the anchor. The most likely cause of the reported failure can be attributed to off-axis insertion and/or prying or leveraging of the device during use. The complaint allegation is confirmed. Refer to the attached investigation photos.